Manufacturer narrative:
Failure event observed during analysis. A partial lead was returned for analysis in two pieces. Insulation degradation was noted at 31.5 cm and at 31.7 cm from the proximal cut end of the distal portion of the lead. Surface cracking was noted at this region.

Event description:
This report is to advise of an event observed during analysis.